Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during multiple inflation attempts at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Updated: e1: initial reporter first name.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during multiple inflation attempts at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.